Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the therapy had not been working since implant. Patient stated his incontinence was like before he was implanted. He was not feeling stimulation while therapy was on. He was on program 4 at 6.2v. He had tried all the programs and nothing seemed to be working. It was indicated that he had ankle surgery and did some heating therapy on the ankle. Patient thought it was diathermy but not sure. There was no fall or trauma could be related to the issue. He had been working with healthcare provider (hcp) and company representative, trying to get the therapy to work. Patient later reported the therapy had been worse more than 2011. Patient stated he was very frustrated and depressed and nothing had happened. It was indicated the incontinence had not been resolved. He went through four programs and nothing seemed to be working. The ins replacement did not do a thing for him. Patient was informed by hcp few days ago that they were working on it. Additional information received from patient on sept 12 2016 reported that he had n ot had any therapeutic effect with the his new ins. It was indicated that his last ins was not 100% but it worked pretty good and he was happy with it but now, this one was just awful and was not helping him at all. He had tried to increasing stimulation and that did not help. He had not had a 50% or greater reduction in his symptoms and were back to square 1 like before he got the device in 2011.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient¿s device was not working, and the patient stated that they have an abandoned lead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.